Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient had an office visit on (B)(6) 2024, and the issue has not yet resolved. They also stated that they are unable to determine if the fall affected the device but that the most likely cause is the fall. They will schedule the patient to remove the current device and replace it with a new on. Issue will be resolved pending removal

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary dysfunction/sacral nerve stim. The reason for call was patient said they had a bad fall and since then they have been having trouble with the stimulator. Patient said the device was not helping their symptoms at all. Reviewed how to change programs. Patient was able to connect to the implant and increase stim. Patient got a message that the system was operating at maximum settings on program 6 at 1.0 and on program 7 at 0.9. The patient was redirected to their healthcare provider to further address the issue.